Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent cartridge 19 alarms. The customer's blood glucose (bg) level was not impacted during the most recent alarm and there was no reported impact during the past alarms. The customer had disconnected from the pump and was using a back-up pump to manage diabetes.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.